Event description:
It was reported during a scfe procedure 2 drill bit tips broke off. When backing out the first drill bit it was noticed the tip was broken. The broken tip was still attached to the guide wire and was retrieved from pt. A second drill bit was used and while backing out it was noticed the tip had broken off as well. The broken tip could not be retrieved and remains in pt's left hip. Additionally the guide wires were stuck in the tip of the drill bits and were pulled out during drilling. This caused a minor delay int he procedure to re-insert the guide wires. This is 1 of 4 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.